Event description:
During an in clinic follow up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Technical support was contacted and electromagnetic interference (emi) was suspected as the cause of the noise. The physician advised the patient to no longer use or go near equipment capable of emi. The patient was stable and will continue being monitored.